Manufacturer narrative:
(B)(4). The reported complaint for "central lumen broken" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "after the catheter was inserted in the patient, happening blood return during the treatment, the doctor found the c entral lumen borken and change the catheter". The catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "after the catheter was inserted in the patient, happening blood return during the treatment, the doctor found the central lumen broken and change the catheter". The catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was loosely packed in the original packaging tray. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully wrapped. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.4cm from the iabc distal tip. Bends to the iab central lumen were noted at approximately 10.1cm and 72cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/ clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood and debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the central lumen broken" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip, which allowed blood to enter the helium pathway. The iabc bladder also noted damaged due to the contact from the broken central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after the catheter was inserted in the patient, happening blood return during the treatment, the doctor found the c entral lumen borken and change the catheter". The catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).